Event description:
The customer stated there was a burn hole on the top of the device case.

Manufacturer narrative:
Conclusion - other (the device will be repaired, and will be returned to the customer). Evaluation summary: the device is a patient monitor, and the actual device involved was evaluated. Complaint investigation confirmed the user's report that the subject device had a burn hole on top of the device's case. Investigation isolated the problem to a malfunction of the battery pack, where a cell vent opened, and caused damage to the printed circuit board mounted directly above the battery, and caused damage to the device's case. Replacement of the battery, and the other damaged components restored the device to normal operation. The repaired device will be fully tested to meet its performance specifications prior to its return to the customer.